Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis due to an unknown cause. The blood glucose reading was in the 400 mg/dl range. The customer stated that the insulin pump was fine and the device had nothing to do with her blood glucose levels. She complained of unstoppable vomiting and dehydration. She was hospitalized for 6 days before being discharged. She noted that she had been hospitalized every 3 months for the past 5 years. The most recent blood glucose reading was 101 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.